Manufacturer narrative:
(B)(4).follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3024945. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.

Event description:
Additional information received material #305106, lot # 3024945. It was reported by customer that fluids are not pushing through the needle. Verbatim: injuries or adverse event: no. Medline reference #: (B)(4). Item: 305106. Quantity affected: (B)(4). Serial/lot number: na. Po #: (B)(4). Are any samples available for return? Yes. Reported issue per customer: customer cherry stated fluids are not pushing through the needle. The syringe works, the needle does not. Requesting replacement. 3 boxes follow-up - (B)(6). (B)(6). (B)(6). Fax: (B)(6).

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #305106. Lot #unknown. It was reported by customer that fluids are not pushing through the needle. Verbatim: injuries or adverse event: no. Medline reference #: (B)(4). Item: 305106. Quantity affected: 3 bx. Serial/lot number: na. Po #: (B)(6). Are any samples available for return? Yes. Reported issue per customer: customer cherry stated fluids are not pushing through the needle. The syringe works, the needle does not. Requesting replacement. 3 boxes.